Event description:
Caller reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high" with ketones; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Customer changed the infusion set and cartridge to resume insulin therapy. Customer went to the emergency room (ER) for the occlusions. Customer was treated with intravenous fluids of saline. Customer was released later the same day with the issue resolved and no permanent damage to the customer.